Manufacturer narrative:
It was reported by the customer that they are experiencing leaking from the smart site on the filter alaris tubing with the bonded texium tip. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 24301-0007t lot number 24075212 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 24301-0007t and batch#: 24075212. It was reported by the customer that they are experiencing leaking from the smart site on the filter alaris tubing with the bonded texium tip. It has happened over 10 times now. Verbatim: rcc received a complaint via email. We are experiencing leaking from the smart site on the filter alaris tubing with the bonded texium tip. It has happened over 10 times now. Lot - 24075212.

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that they are experiencing leaking from the smart site on the filter alaris tubing with the bonded texium tip. It has happened over 10 times now.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.